Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor that stopped working occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2022. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a sensor that stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.